Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of lamp, the light was poor- and poor-quality image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light source's light was poor, the life expectancy of the lamp expired, and poor-quality image was displayed. There was no patient involvement.